Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of echelon catheter that tip of the catheter broken during the procedure. The patient underwent coiling treatment for a small unruptured saccular aneurysm located in internal carotid artery and ophthalmic artery segment, measuring 4mx3.8mm. The vessel was observed moderately tortuous. It was reported that an echelon microcatheter was selected. When pre-forming, the tip of the microcatheter was broken and another catheter was replaced to continue the procedure. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Upon visual inspection, no issues were found with the echelon-10 micro catheter hub or body. The echelon-10 distal tip was noted to be pre-shaped. The echelon-10 distal marker band/tip was found to be torn but retained by tubing material. Due to its damaged condition the echelon-10 micro catheter could not be used for resistance testing. No other anomalies were observed. The echelon-10 micro catheter was returned for analysis. No issues were found with the echelon-10 micro catheter hub or body. The echelon-10 distal tip was noted to be pre-shaped. The echelon-10 distal marker band/tip was found to be separated but retained by tubing material. Due to its damaged condition the echelon-10 micro catheter could not be used for resistance testing. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed as the distal tip was found to be torn. The customer reported shaping the echelon-10 distal tip prior to use. The damage to the echelon-10 distal tip is consistent with damage caused by tip shaping. It is likely that the damage occurred during the reported shaping of the catheter tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.